Event description:
It was reported the pt is experiencing discomfort at the lead site. The pt has also developed a bump at the lead site. X-rays were taken but the results are unknown. As a result, the pt will undergo an exploratory surgical procedure with a focus on the pt's lead and anchor site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.